Event description:
It was reported that shaft break occurred. A 2.50 x 48mm synergy? Xd drug-eluting stent was advanced for treatment but could not pass through the lesion. However, upon insertion, it was noticed that the shaft was broken. No patient complications were reported.